Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during a symbiosis procedure, it was reported that an autolog iq was used with an autolog wash kit. Following the completion of wash cycle, upon the filling of the autotransfusion collecting bag, a defect was observed. The bag was filled with blood and blood was leaking. The filling process was promptly terminated. The device was replaced to complete the procedure. Upon visual inspection of the collection bag, it was observed that the 3 filling and infusion tubes were open and protruding from the bag, likely due to a failed weld. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the leakage was visually observed but no other visual, audible or performance abnormalities, besides the blood leakage were observed. The collecting bag was replaced, and after changing the system and the rest of the washing kit worked without problems. No further changes were observed. The fluid level in the reservoir, centrifugal bowl, saline, and waste bag at the moment of the incident are unknown. The blood collecting bag was empty as the leakage was observed immediately at the beginning of the first washing/filling cycle. The autolog iq instrument did not produce any error message during the incident. The amount of blood lost was not registered, but since the filling of the defect blood collecting bag was stopped immediately the leakage was sensibly less than one centrifugal bowl, probably far less than 100ml.the patient needed one transfusion during the procedure, which can most likely not to be ascribed to this incident, rather than to other blood losses dur ing the operation. The issue concerned only the wash kit, while the autolog iq instrument did not show any problem. Device evaluation summary: visual inspection showed that all three tubes that are supposed to go inside the bag have been sealed so they are open to the outside. During the cleaning process there was a leak from all three of the tubes. The reason for return was confirmed. Correction b5:medtronic received information through a symbiosis clinical post-market study, that during a procedure using an autolog iq instrument and an autolog wash kit, following the completion of the wash cycle, upon the filling of the autotransfusion collecting bag, a defect was observed. The collection bag was replaced to complete the procedure. Correction section e: the street 1 and postal code fields have been updated. Correction g2 (report source): the study checkbox has been selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h6: rfr code updated and fdc/ annex d code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.